Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual/microscopic inspection: a maxcore device was returned without packaging and label for evaluation. Both slides were in their initial positions. There were no visual anomalies noted on the device. Functional/performance evaluation: to prime, the top slide was pushed into the device. The top slide was able to lock into place. The bottom slide was then pushed into the device and was also able to lock into place. The device was able to be fully primed with no issues. The device was further tested by cocking and firing the device 10 times with each trigger, for a total of 20 tests. The device was able to prime and fire properly. All 20 samples were obtained with no issues. Medical records review: medical records were not provided. Photo review: one electronic photo was received and reviewed by bpv engineer. The photo shows a maxcore needle placed on a brown drape. The needle is in the unprimed state with the cannula and stylet in the initial positions. Based on the photo review, the reported self activation could not be confirmed. Conclusion: based on the sample evaluation results the investigation is unconfirmed self-activation, as the device worked properly under laboratory conditions, and the reported problem could not be replicated. The definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Labeling review: the current (B)(6) IFU (instructions for use) states: [warnings] never test the product by firing into the air. [Damage may occur to the needle/cannula tip.] Post-biopsy patient care may vary with the biopsy technique utilized and the individual patient's physiological condition. Observation of vital signs and other precautions should be taken to avoid and/or treat potential complications that may be associate with biopsy procedures. The collection of multiple needle cores may help to ensure the detection of any cancer tissue. A "negative" biopsy in presence of suspicious radiographic findings does not preclude the presence of carcinoma. [Contraindications and prohibitions] do not reuse. [This product is designated for single use only. Reusing this medical device bears the risk of cross-patient contamination as medical devices ¿ particularly those with long and small lumina, joints, and/or crevices between components ¿ are difficult or impossible to clean once body fluids or tissues with potential pyrogenic or microbial contamination have had contact with the medical device for an indeterminable period of time. The residue of biological material can promote the contamination of the device with pyrogens or microorganisms which may lead to infectious complications.] Do not resterilize. [After resterilization, the sterility of the product is not guaranteed because of an indeterminable degree of potential pyrogenic or microbial contamination which may lead to infectious complications. Cleaning, reprocessing and/or resterilization of the present medical device increase the probability that the device will malfunction due to potential adverse effects on components that are influenced by thermal and/or mechanical changes. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that although the top slide could be locked properly, allegedly the top and bottom slides were returned into the initial position when the health care provider tried to lock the bottom slide. There was no patient involvement.

Manufacturer narrative:
As a result of a retrospective review of events that occurred in (B)(6) and in accordance with 21 c.f.r. Part 803, this event was assessed and determined to be MDR reportable as a malfunction. No hospital/medical records or medical images have been made available to the manufacturer, however an image of the device was received. The lot number for the device has been provided. A review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that although the top slide could be locked properly, allegedly the top and bottom slides were returned into the initial position when the health care provider tried to lock the bottom slide. There was no patient involvement.